Manufacturer narrative:
The product investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that the tip of becker tear drop one-piece cannula (reusable) 3 mm 26 cm long handle was broken. The cannula was removed from the patient body without injury. The product had to be replaced. There were no patient consequences reported.

Manufacturer narrative:
The device history record (DHR) of lot number 140213-02 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4) upon receipt it was observed that the tip of the cannula was missing, measuring approximately 24.8cm from the hub. Complaint was confirmed.